Event description:
A malfunction was reported with the code malf 9, but no notable events occurred prior to it. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur afterward. The customer was instructed to continue using the pump and to call back if the malfunction code reappears.